Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during lead revision (related manufacturer reference number: 1627487-2021-17376) a portion of the lead remained implanted due to a fracture. Surgical intervention may be pending.